Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken conductor wire at proximal end near the main tube and roll gear junction. No signs of thermal damage were observed. The instrument failed the electrical continuity test, confirming a complete break in the wire. The probable root cause of the damaged conductor wire is primarily attributed to conductor wire management issues. These issues can result in damage to the wire itself, weld, and insulation. Damage can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to conductor wire dislodgement and pinching. This issue can be resolved by using an alternate instrument to complete the procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument would not burn. The procedure was completed with no reported injury.